Event description:
The following was reported to hamilton medical ag: a hamilton c6 spontaneously shut down on a paralysed patient a couple of days ago (exact event date tbc). The patient survived. The vent went dark with fault alarm and red led. C6 was connected to patient. Started alarming low battery alarm despite it being connected to ac [inconclusive]. They couldn't silence the alarms for which there were multiple high priority alarms. They turned the ventilator off then swapped the patient over. David went upstairs some time later to assess but couldn't turn the ventilator on. No patien harm reported.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.